Event description:
It was reported that the patient experienced dizzy spells. It was noted that noise leading to pacing inhibition was observed on the right ventricular (rv) lead. Programming changes were made. A decision to continue monitoring was made due to the patient's age. No further intervention was planned. The patient was stable.